Manufacturer narrative:
Additional information: date rec'd by MFR. A direct relationship between the hmii lvas (B)(4) and the reported event could not be determined. An enteroscopy found an active bleeding angioectasia and dieulafoy lession in the proximal jejunum and was treated with two endoclips. No additional information was provided. The patient remains ongoing on vad support. No further issues have been reported. Bleeding is listed (in the heartmate ii IFU) as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No update recommended at this time.

Manufacturer narrative:
Approximate age of device - 1 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 gastroenterology was asked to see patient for normalcy anemia with a drop in hemoglobin differential diagnosis (ddx). Gastrointestinal (gi) blood loss from peptic ulcer disease, erosive gastritis, nasogastric (ng) tube trauma and arteriovenous malformation (avms). On (B)(6) 2017, an esophagogastroduodenoscopy came back with negative results. On (B)(6) 2017, an enteroscopy found bleeding of the angio ectasia vs dielafoy in proximal jejunum treated with two endoclips. On (B)(6) 2017, gi signed off on in patient hospitalization.